Event description:
The facility representative reported the device had depleted batteries. It is unknown when this problem occurred. The hospital representative stated that there have been no reports of any patient injury or medical intervention associated with the incident. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary:the reported condition of depleted batteries was confirmed during product evaluation. Inspection of the device found failure code 570:320:844:0000 in the pump's event history file during product evaluation. The pump's main batteries were outdated and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.